Manufacturer narrative:
The harmonic ace instrument was received, and failure analysis found the instrument to have teflon pad damage. The teflon pad was torn at the distal end of the pad. There was no material missing as a result.

Manufacturer narrative:
No product has been returned. A review of the provided image was performed. There didn't appear to be any blade damage or missing pieces from the picture.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the head of the harmonic ace instrument broke. A fragment fell into the patient and was retrieved during the same procedure.